Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator had boot-up and display "abnormalities." The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the unit had boot-up and display "abnormalities," that both printed circuit board (pcb) flex cables were misaligned. Analysis also found that both bail covers were broken, the battery contacts were compressed, the ring was bent and the keyboard was scratched. (B)(4).

Event description:
It was reported that the external pulse generator had boot-up and display "abnormalities." The generator was returned for service. No patient complications have been reported as a result of this event.